Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully with no delay, no medical intervention and no adverse consequences.